Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and patient outcome were not reported. Treatment for the event was unknown. Pd therapy was continued during the treatment. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in july 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.